Manufacturer narrative:
Investigation summary: optical sensor issue: clinical reported that placement signal not reliable (psnr) alarm triggered on (B)(6) 2025 without resolution for the remainder of the case. The product was not returned for investigation. The case was just over four months long, and data logs were not provided for the time which the psnr alarm reportedly triggered on (B)(6) 2025. Throughout support, psnr is noisy and placement signal increases on multiple occasions, triggering impella position unknown alarms and triggering psnr once. During the psnr alarm on (B)(6) 2025, placement signal had increased to ~139mmhg before going out of range. When placement signal goes out of range, psnr and contrast drop, but gain and light were stable. Motor current was also stable and pulsatile throughout the entire case. The pump run on the same console prior to this case had stable 5s parameters throughout the case. The root cause of the optical sensor issue could not be determined due to insufficient data logs during the reported event and no product returned. Device history review: pump sn (B)(6) passed all post sterile inspection criteria. Qn # (B)(4) was opened because pump sn (B)(6) had a white particle inside the pouch. The pump was reworked and passed all post sterile inspection criteria.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as a bridge to heart transplant. On day 96 of impella 5.5 support it was reported that the patient¿s cardiac rhythm was sinus bradycardia to sinus rhythm with first degree atrioventricular block. The patient was noted as hemodynamically stable and continues to wait for a heart transplant. On day 106 of impella 5.5 support, it was reported that there was an alarm for placement signal not reliable which began two days prior. The medical team disabled the audio alarm. On day 111 of impella 5.5 support, the placement signal loss continued, and it additionally noted that there were issues with loss of impella function. The medical team monitored hemodynamic trends, laboratory results, and overall clinical status. On day 112 of impella 5.5 support, it was noted that the patient was implanted with an impella rp flex after developing right ventricular dysfunction. The patient remains on impella 5.5 and impella rp flex support as of the time of this report awaiting heart transplant.

Manufacturer narrative:
H6 type of investigation b24 is no longer applicable to this record.